Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. The insulin pump passed the displacement test. No unexpected low reservoir alarms noted. No belt clip received, unable to confirm belt clip anomaly. The device was returned with missing end cap sticker, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not performed. The device was returned for analysis.